Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Scratches were seen throughout the insulation. The instrument was tested for cracks in which an insul scan test was performed and passed. However, ifu1000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes are normal wear, improper sterilization methods, and user misuse.

Event description:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
Additional information will be provided once the investigation has been completed.